Manufacturer narrative:
Country of origin is (B)(6).

Event description:
A pharmacist complained of discrepant results for 1 patient from coaguchek xs meter serial number (B)(4), when compared to a laboratory result using an unknown method. At 9:30 a.m. The meter results were 7.5 inr and 7.2 inr and at 3:48 p.m. The laboratory result was 4.1 inr. The patient's therapeutic range is 2.5-3.5 inr. There was no allegation that an adverse event occurred. There was no known liver impairment and no diet or lifestyle change.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16. For these test strips a product problem has been found if the coaguchek value > 4,5 inr. Since this is a known issue, the customer material is not requested for further investigation. Corresponding retention test strips were tested in comparison to master lot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred. In relation to qn-cps-2018-111 and sb-cps-2018-014, coaguchek values are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.